Manufacturer narrative:
Event description details and complaint/patient coding was updated/corrected following further clinical review. Therefore, sections b5 event description has been updated, and h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
A 56-year-old male patient was already in the hospital with acute myocardial infarction cardiogenic shock with a mean atrial pressure (map) of 102 mmhg (under 5 catecholamines and respiratory support) with increasing arterial lactate of 9.2 mmol/l with a left ventricular ejection fraction of 15 mmhg in society for cardiovascular angiography and interventions shock stage e on impella cp support. For escalation of care, right axillary/subclavian access for impella 5.5 placement was successfully obtained without any complications. The change of the heart pumps was done by general recommendations and vessel closure was also without issues done by manual compression. The patient was adequately supported after pump change by the impella 5.5 with 5.3 liter/ minute and lost pulsatility, so, he was completely dependent on the heart pump completely took over the heart function. Protamine was given to reverse heparin administration. Moreover, as the hemoglobin dropped, the patient received 2 units of packed red blood cells per anesthesia. The first complaint was filed after initiation of 5.5 therapy as the impella automatic controller (aic) showed a false "impella in aorta alarm." The correct position was confirmed via transesophageal echocardiogram (tee) as best practice. As the alarm did not resolve (because no change in position was done) the placement signal has been disabled from now on. A pulmonary artery catheter was in place, and the patient was sent to the intensive care unit (ICU). The second complaint was documented on the same day on the ICU. As the patient remained critically ill, he required medication during impella 5.5 support (epinephrin was removed, while norepinephrine and dobutamine was increased or added). Patient remained non-pulsatile on impella 5.5 and a map of greater than 65. One suction alarm occurred but resolved by reducing the performance level to p8. The patient was bleeding from all sites except for the impella site so, he received 2 units o fresh frozen plasma (ffp). As planned when on impella 5.5, continuous renal replacement therapy (crrt) was started at 1700 and pulling 50cc/hour. On the second day of impella 5.5 support, positive blood cultures from methicillin-resistant staphylococcus aureus (mrsa), so penicillin was started with vancomycin (unasyn). On the third day of impella 5.5 support, the patient remained critically ill on high vasopressor doses and has bleedings from nose, stomach, artery line site, and also impella 5.5 site. Two ffps and one packed red blood cell unit was given. The impella 5.5 access site was free of hematoma. The placement monitoring on the aic was still disabled and the patient had no native pulsatility and the console showed false ¿impella in aorta alarm (see complaint 1). Eventually, the patient was with no neurological reflexes and a lengthy discussion held with family led to the decision to withdraw care. The patient died on impella 5.5 crrt, and vasoactive medication when the machines were turned off.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 56-year-old male presented to the hospital with an electrocardiogram demonstrating an anterolateral st-elevation myocardial infarction (stemi) and was emergently taken to the cardiac catheterization laboratory. Left heart catheterization revealed occlusion of the left anterior descending artery with thrombus extending into the left main coronary artery and the ostium of the circumflex artery. Following the procedure, the patient became increasingly agitated and required urgent intubation. In the setting of cardiogenic shock due to acute myocardial infarction, an impella cp was placed prior to percutaneous coronary intervention. After device placement, the patient developed gross hematuria and a groin hematoma at the access site, which was described as soft and non-expanding. This event is considered a serious injury attributable to the impella cp. Despite support, the patient¿s cardiogenic shock worsened, with rising lactate levels and the need for five vasopressors. Care was escalated to an impella 5.5. Following initiation of impella 5.5 support, a ¿false impella in aorta¿ alarm occurred. Device position was confirmed by transesophageal echocardiography, and the placement signal was subsequently disabled. The patient developed acute renal failure with minimal urine output and was started on continuous renal replacement therapy. The patient experienced bleeding from multiple sites, excluding the impella access site, and received transfusion support including fresh frozen plasma and packed red blood cells. The patient remained intubated and unresponsive, and neurological assessment was limited due to hemodynamic instability. On the following day, blood cultures were positive, and methicillin-resistant staphylococcus aureus was identified in the nares; antibiotic therapy was initiated. The patient remained critically ill on high-dose vasopressors and exhibited absence of neurological reflexes. The family elected to withdraw life-sustaining therapy and the patient expired. The death is most likely due to the patients underlying critical condition. Related medial device reports. This is now one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10. Following the cross-functional review by the investigation team, the automated impella controller was identified as a potential contributor to the false alarm/buzzer activation. There is no report or indication of any interruption to patient support; the automated impella controller appeared to remain fully operational throughout the case. Based on this assessment, the event has been classified as a reportable malfunction accordingly.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a positioning alarm on the supporting automated impella controller. The pump was confirmed to be in proper position so the alarm was disabled. The patient is in stable condition.